Manufacturer narrative:
The actual sample was not available; however a companion sample was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing, including leak testing, clear passage testing and clamp function testing, was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag disconnected from an amia automated pd cycler set and leaked. The patient was not connected. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.